Manufacturer narrative:
The device has not been returned to the manufacturer, so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. (B)(4).

Event description:
The customer reported that during patient transport, the cs300 intra-aortic balloon pump (iabp) stopped working and completely shut off while operating on battery power. The registered nurse (rn) plugged pump into ac power on the transport vehicle and the iabp worked for a short term, then shut off again. The rn's on board figured out the iabp would shut off only when they hit a "bump". The facility had their biomed look at the iabp and he discovered the "battery locks were not engaged". The iabp recently had preventive maintenance performed by a getinge representative. The patient's systolic pressure went from 130 to 60 both times the iabp shut off. There was no patient death reported however an adverse event did occur based on the sudden drop of systolic blood pressure. There was no reported malfunction of the iab catheter and the iab catheter was not saved by the customer.